Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacture reference number: 2017865-2023-40693 related manufacture reference number: 2017865-2023-40695 it was reported that the patient in clinic follow-up post leadless pacemaker implant. The patient expressed feeling discomfort in the groin. Examination noted that the area around the groin was infected. Antibiotics were prescribed. The patient was in stable condition.